Manufacturer narrative:
Lumenis investigated the reported events by contacting the user facility directly to obtain additional patient information, treatment settings and incident forms; this information had been provided. A lumenis service engineer visited the site and examined the subject device, confirming that the et handpiece was difficult to connect and keep connected to the machine. Once the handpiece was finally secured, the et hp was allegedly not cooling enough . The handpiece was replaced with a new one, tested on the machine, and cooling felt satisfactory. The system was returned to the facility having met manufacturer's specifications and ready for use. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The device was manufactured on 31-dec-2012 and installed at the customer site on 21-mar-2013. No clinical evaluation was done to this date. None-the-less, based on the information received it was alleged that a first-degree burn occurred and the patient was advised to keep the effected area moist with aquaphor & to avoid sun exposure. A first degree burn is considered a non-serious injury. However it is uncertain if the malfunction would likely lead to serious injury should it recur, and in an abundance of caution the company is reporting this event. Lumenis has opened an investigation regarding this complaint despite the fact that in this case, the malfunction didn't lead to a serious injury. The handpiece is expected to be returned to the manufacturer for further analysis. Upon receipt and completion of the failure analysis of the compliant device, if there is any further relevant information from that review, the complaint record will be updated and a supplemental medwatch will be filed.

Event description:
A user facility reported that three (3) patients sustained burns following hair removal treatment procedures with a lumenis lightsheer duet hs/et laser. This complaint is for patient 3 of 3 (first degree burn).